Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns dell x50 computer was not holding a charge despite being charged overnight. The computer will only have power for a few minutes and then shuts off. The computer will function normally it is attached to the power cord, but not on battery power. Attempts for product return are in progress.

Event description:
The vns computer and flashcard were returned for analysis. No anomalies associated with the handheld computer performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
All attempts to the reporter for return of the vns computer and flashcard have been unsuccessful to date.